Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and no delivery alarm. The customer was treated high using the manual injection. Customer's blood glucose value was 400 mg/dl. The customer declined troubleshoot for high blood glucose levels and stated that high was probably because of the blockage. Customer had issues with no delivery alarm and troubleshoot was performed. Customer is reporting a past event. Customer reports alarm occurred during manual prime. Customer stated that they changed everything and was not sure if pump was pushing reservoir and had to refill it. The product was not returned for analysis.